Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The proximal stent was damaged with the strut slightly lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28nov2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery and an instent restenosis at the left circumflex coronary artery (lcx). The lesion was predilated using an emerge 2.50 x 15 balloon catheter and then further predilated using an emerge 3.00 x 15 balloon catheter. Subsequently a 2.75 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. An nc emerge 3.50 x 12 and a guidezilla was used to assist in delivering the stent but still failed to cross the lesion. A 3.00 x 20 synergy ii drug-eluting stent was used to stent the proximal part of the lesion in hope that it could help in delivering the stent to the distal portion but still failed to advance. The physician proceeded and completed the revascularization of the lcx with an agent 2.50 x 20 and agent 3.50 x 20 drug-eluting balloon. The procedure was completed with a synergy 3.00 x 20 and 3.50 x 20 drug-eluting stent. However, returned device analysis revealed a stent damage.